Manufacturer narrative:
Device is import for export only, not sold in the us. UDI not applicable. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The small, middle lumen, presence of breakage at the shaft, just next to the suture wing.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A photograph was provided showing a tear in the middle extension near the hub connection. The information provided indicates the issue was noted on the same day the device was implanted. It is unknown if it was noted before, during or after insertion. The condition of the device in the photograph suggests it was noted after insertion. The photograph is insufficient for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The instructions for use (IFU) contains the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.